Manufacturer narrative:
(B)(4). The serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the supplied 40cc driveline inflation tubing was noted connected to the short driveline tubing. The teflon sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The returned cal key and the returned fos were connected to the iabp. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fiber was found broken approximately 25.8cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "possible iab rupture" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed visual and functional test specifications for the reported complaint. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "leak test + for leak on iab side. Possible iab rupture". Additional infomation states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Event description:
It was reported "leak test + for leak on iab side. Possible iab rupture". Additional infomation states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint for "possible iab rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "leak test + for leak on iab side. Possible iab rupture". Additional infomation states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".